Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 03mar2019. The data acquisition board printed circuit assembly (daq) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the daq revealed no signs of physical damage and contamination. The daq was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned daq passed all testing, and no errors were generated. The reported complaint of a ventilator with a machine pressure sensor auto zero failure (error code 1108) was not duplicated, no fault was found on the returned daq. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. (B)(4). The manufacturer¿s international service technician could not confirm the reported issue. However, an error code indicating "machine pressure sensor autozero failed" was found in the device logs. The manufacturer¿s international service technician replaced the data acquisition (da) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that a check vent alarm occurred during an in-house run test. There was no patient involvement. The event date was not specified; estimate used.